Event description:
As reported, the indicator window of an unknown exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. A retrograde approach was used, and hemostasis was achieved by manual compression. There were no visible signs of device or package damage prior to use. The femoral artery suitability was verified by angiography, and the vessel diameter was confirmed to be greater than or equal to 5 mm, with no calcium, plaque, nearby stent, significant stenosis, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the device to the vascular sheath introducer. The device and sheath were retracted together with pulsatile flow observed to slow or stop; however, the indicator window did not change to black and did not show red during retraction. The indicator wire cowling locked with an audible click. The physician¿s thumb was not on the plug deployment button during retraction. The indicator wire loop was visible upon removal with no abnormalities. Pulsatile flow was observed from the bleed-back indicator, which was not damaged. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.